Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc informed from olympus europa se & co. Kg (oekg) that the reported phenomenon occurred during the inspection of the subject device before the procedure without the patient involvement. Based upon the reported information, omsc surmised that the reported phenomenon (scope communication error b30) was attributed to the use of the subject device with foreign objects such as dust, dirt, or residual chemicals adhering to the electrical contacts of the video connector. It was also surmised that due to the use of the foreign objects adhering to it, the communication between the video processor and the videoscope could not be performed properly, and the scope communication error b30 occurred as reported. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that at the beginning of an unspecified procedure using the subject device, it was found that the scope communication error b30 occurred on the subject device when each of multiple user's endoscopes was connected to the subject device. There was no report of patient injury associated with this event.